Event description:
It was reported that when the subject coil was attempted to insert, a blood clot was induced, and the left aca (anterior cerebral artery) is blocked. There is a great possibility that blood flow will be blocked, and the disorder will remain. No other information was provided.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis and therefore the as reported defects cannot be definitely confirmed. That being said, the event can be confirmed based on the detailed event description and can be assigned procedural factors this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that when the subject coil was attempted to insert, a blood clot was induced, and the left aca (anterior cerebral artery) is blocked. There is a great possibility that blood flow will be blocked, and the disorder will remain. No other information was provided.